Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The manufacturer will continue to monitor and trend related events.

Event description:
The providers experience wet taps with the needle. They are saying the needle is now sharper than normal. There was no patient injury or consequence.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural needle with no relevant findings. A corrective action is not required at this time as the potential cause of the epidural needle being too sharp could not be determined based upon the information provided and without a sample. A corrective action is not required at this time as the potential cause of the epidural needle being too sharp could not be determined based upon the information provided and without a sample.

Event description:
The providers experience wet taps with the needle. They are saying the needle is now sharper than normal. There was no patient injury or consequence.